Event description:
On (B)(6) 2017, the lay-user/patient¿s mother (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter was reading inaccurately high compared to the patient¿s feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2017 between 10:00 pm and 1:00 am. Over this time, the reporter claimed the patient obtained alleged inaccurate high blood glucose readings of ¿330, hi and 220 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient is on insulin pump therapy. The reporter stated she gave the patient an unspecified dose of insulin in response to the ¿330 mg/dl¿ reading and then an extra 6 units of insulin one hour later at around 11:30 pm. The reporter claimed the patient developed symptoms of feeling ¿shaky and sweaty¿ 1 hour later and that she treated the patient with glucose tablets at approximately 1:00 am on (B)(6) 2017. The reporter claimed the patient¿s blood glucose was tested on another device (freestyle lite) at around 1:00 am on (B)(6) 2017 and a result of ¿60 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The subject products were requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.